Event description:
It was reported that upon removing the guide wire from the guide wire sheath when unpacking, it was "half the length it was supposed to be". It was unknown if the device broke in the packaging. The device was never used on the patient, and the procedure was completed with another of the same devices. Patient status was reported as 'stable'.